Event description:
The consumer reported his wife received severe burns from the heating pad. The patient was laying on the heating pad at the time of the event. She also recently had spinal cord surgery and is unable to move. The consumer reported the burns were severe enough to cause bleeding of the incision site. The owners manual and warnings on the device prohibit use by consumers with mobility issues as well as laying or sleeping on the heating pad.